Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the alarms were not transferred to the central unit. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
H3 other text : the customer informed the remote service engineer that the patient¿s mother was pausing numerous alarms on the monitor.

Event description:
It was reported the alarms were not transferred to the central unit. The device was not in clinical use.